Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 300 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in reservoir during the fill tubing. Approximate size of air bubbles is medium small air bubbles and the air bubbles were not remove successfully. The device will not be returned for analysis.